Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician began to remove the leadless implantable pulse generator (ipg) introducer and delivery system and was able to get the introducer out of the patient's body, but had to pull the remaining portion of the delivery system out. This led to the patient feeling pain at the puncture site and it was later confirmed that the patient experienced a pseudoaneurysm. The physician made a strong compression bandage for the puncture site. No further patient complications have been reported as a result of this event.